Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery alarm due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. Customer had not tried different cannula lengths. Customer stated the tubing was not bent or kinked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.